Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the tracheostomy tube kept popping out. The event resulted for the patient to experience barotrauma and surgical emphysema. The device was explanted.